Manufacturer narrative:
A ge service representative performed an on site investigation. Installed and removed interconnect cable verified operation. Replaced power cable verified operation before returning to service.

Event description:
Customer reported connection problem with interconnect cable. No patient injury was reported.